Event description:
Patient presented to the physician with a tingling sensation at the back of the throat and feeling of nausea throughout the day, this occurs whether therapy is on or off. Physician prescribed steroids.